Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 355 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was treated with fluids and insulin through IV. Customer was wearing his pump and took if off at time of hospitalization. Customer declined troubleshooting for high blood glucose.